Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to extrusion of the electrode lead wire.

Manufacturer narrative:
Per the clinic, it was reported the patient also had an infection. This report is filed february 8, 2016.